Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had users kept logging out repeatedly. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login failed. The technical support specialist (tss) dialed into station 6pv1 and observed a screen timeout warning during a 120 second log session. The device had a database size of 5.2 gb with 1.4 gb available, which was shrunk to 3 gb. Timeout settings matched those of 6pv2 menu timeout at 1 minute, open drawer timeout at 2 minutes, and empty return bin timeout at 4 minutes. The issue was previously fixed by field service engineer, and no further issues were reported. Tss was non-responsive to attempts to follow up for more information. Case was closed. No response from tss after multiple attempts. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had users kept logging out repeatedly. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.